Manufacturer narrative:
The manufacturer is still waiting for the arrival of the pump.

Event description:
The user reported that the pump got a pressure error message but the pump worked. The user kept using the device as it worked fine. The pump was then found to display occlusion error message when the user hit the "run" button a few days later. No patient harm or injury was involved in this case.

Manufacturer narrative:
The user-reported issue was confirmed. The pump was found to occlude outside of specification. The pump was recalibrated and tested to full specification on 05/17/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00088).